Manufacturer narrative:
A batch record review performed on february 28, 2019 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under icc code 187660, material identification number 1000849. The batch record review supports that there were no discrepancies related to the issue reported. Sample/photo was not received. Based in the analysis phase conclusions, the issue of black spots on products reported by the customers was attributed to the following probable causes: embedded spots - allowable for chemical manufacturing and control (cmc) material, present in all dressings in varying degrees and evidence of pectin and pentalyn contributing to spots due to change color. High temperature at mixer 06 may cause mass burned. Residues of mass accumulated in the mixer extruder screws reaching to the product as part of the normal mix of mass process. Corrective / preventive actions will be taken for each factor identified and will be covered through corrective action / preventive actions form. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "black spot was observed on one dressing." A photograph depicting the reported complaint issue were provided by the complainant.